Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 1994, 8042b implantable pulse generator (ipg) (B)(6) 2010, (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2009, 4194 implantable pacing lead (B)(6) 2004, 5866 adaptor (B)(6) 1994, 6721l implantable tachy lead (B)(6) 1994, 6721l implantable tachy lead (B)(6) 1994, 430 competitor implantable pacing lead (B)(6) 1993, 432 competitor implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that the right ventricular (rv) leads are experiencing oversensing, double counting of r-waves. The patient received inappropriate therapy. The leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) leads exhibited a high number of short interval counts (sic). The rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).